Event description:
Reportedly, an emergency f/u of the subject device was performed because the pt received defibrillation therapy during defecation. Upon device interrogation, it was observed that the ICD shock was delivered due to ventricular oversensing, i.e. The therapy was inappropriate. Lead measurements were normal. Consequently, parameter settings were adjusted to avoid further inappropriate therapy (ventricular sensitivity reprogrammed from 0.8mv to 1.6mv and persistence reprogrammed from 6 to 16 cycles). A new f/u was performed a few days later, and normal operation was performed. Parameter settings were again modified (ventricular sensitivity reprogrammed from 1.6mv to 1.2mv, majority reprogrammed from 6/8 cycles to 14/16 cycles, persistence reprogrammed from 16 to 20 cycles). Next f/u is planned on (B)(6) 2013. The physician would like to avoid unnecessary shock because of the pt heart condition; explanation about the inappropriate therapy was requested, knowing that such behavior was not observed with the previous ICD (non sorin ICD).

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under (B)(4). Analysis is pending.